Event description:
It was reported that the programmer generated an error message. The programmer was returned for service. No patient involvement was indicated on this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer had a blank screen with an error message displayed. It was also noted that the power cord bay door tab was broken and the programmer failed the wrist electrode and driven lead test due to the link electronic module (lem) printed circuit board being out of specification.